Event description:
According to the reporter, in a laparoscopic rectal resection, during direct intestinal resection, a 60mm reload was attached after firing a 45mm reload. When the 60mm reload was attached, the screen displayed 1 remaining use. When the jaws were closed when remaining part of the tissue was approached, the screen displayed 0 remaining use. The surgeon was able to press the green button but was unable to fire the device. Another reload was used but a defect occurred as well. The jaws of the reload were set at maximum tortuosity on the remaining part of the rectal incision. The surgeon pressed the green button, but the knife did not advance. It was determined that the firing could not be done so the device was removed. Parts at the root of the jaws were exposed and the jaws were damaged. The jaw did not return to its original position. The reload was difficult to unload due its tortuosity. It has taken some time to remove the reload without the tortuosity returning. A competitor device was used to resolve the issue.

Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p3e0179); sigphandle, sig power sigphandle handle (serial#: unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p3e0179). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.